Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported by the patient on a social media forum, that on an unknown date, rhbmp-2/acs was implanted into his/her back. Post-op, reportedly, patient's condition got worsened from what it was before surgery; he/she experienced pain all the time because the device grew too much bone which is impinging on his/ her sciatic nerve. Patient also reported inability to sit for more that ten minutes at a time which restricted patient to go out to dinner, movies, play with his/her dog.